Event description:
The customer reported via phone call that she experienced high blood glucose. Customer stated that she started having high blood glucose the night before; she treated with a bolus but still woke up high. Customer stated hadn't really eaten anything and blood glucose readings have been between 280 and 400 mg/dl. She changed her infusion set and walking to try to decrease it. Blood glucose value at the time of incident was 398 mg/dl and current level was at 365 mg/dl. She experienced thirst, stomach pains, irritability and urination. During troubleshoot; it was stated the drive support cap is recessed. Customer declined to check for leaks or air bubbles in the tubing/reservoir. Time, date and bolus wizard are set up correctly but stated that she made some changes the day prior. The high pressure test was not performed as the customer did not have a tubing clamp. She was advised to change the entire infusion set and reservoir and to verify with doctor if the settings are accurate.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.